Event description:
It was reported that the bd connector c60 bns leaked. The following information was provided by the initial reporter: it was reported that about 45 minutes after the IV treatment had begun, a leak was detected below the priming set filter, which was noticed by the patient. Anti-cancer drug was leaked. We received a report that a leak had been detected near the connection below the filter. The patient reported seeing liquid accumulating on the granules. The leaking medication was discovered when the patient's hands came into contact with the leaked medication. We immediately washed the hands with running water and found no major problems. We asked the patient to check again when they returned in two weeks. Detailed serious injury - at this time, we have confirmed that although the medication had come into contact with the back of the hand, no serious complications have developed. Detailed exposure - although the liquid medicine got on the back of the hand, it has been confirmed that it did not develop into serious complications. Detailed medical intervention - a new route was used to create the drug solution. Detailed other actions taken - a new route was used to create the drug solution.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was leakage from below the filter of the priming set. Upon inspecting the product you provided, we confirmed, as you reported, that a leak was present from the connecting tube below the filter. Please note that all units undergo a 100 percent visual inspection immediately prior to being placed in individual packaging. Furthermore, no abnormalities were detected during the shipment testing for this manufacturing lot which included compliance with the relevant jis airtightness standard, no water leakage when pressurized at 200 kpa for 15 minutes, and the tensile strength standard, no abnormalities when subjected to a force of 15 n or more for 15 seconds or longer, sampling inspection. Since the damage occurred at the joint between the filter and the downstream tube, we believe this issue was caused by excessive bending stress applied locally after the product was put into use, resulting in damage to the connecting tube and a leak.